Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the patient had their battery resolved and they were doing well. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the unit was tilted, was revised, and the patient was now doing well. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was unable to charge their ins. The patient had their staples taken out yesterday and when they went to recharge they couldn't get it to work. The caller was able to get it charging once and it showed the recharging strength if they pressed really hard on the bottom. They were seeing the "no device found" message. They were walked through the passive recharge subflow and after 1 subflow it didn't resolve the issue and went back to screen 50. The patient was directed to follow up with their healthcare provider if after 3 subflows the controller couldn't recharge the ins. The patient's ins site was swollen yesterday but noted that it had gone down. Additional information received from a manufacturer's representative. It was reported that the patient had swelling at the battery site and when trying to charge it was extremely difficult for the system to find the ins to charge. A circumstance that might have led/contributed to this issue was that the implant was new. The representative attempted to reposition and change positions. They tried icing the area to get the swelling to go down and then attempted to charge but the issue was not resolved. The patient was seen on (B)(6) 2019 to have the ins turned on and the patient left with the ins at 30%. They tried for several hours to recharge but it kept showing "try again". When the representative met the patient on (B)(6) 2019 they noted that they could feel the ins but it felt and looked like it was tilted. The controller froze up last night and the patient wasn't able to do anything. They reseated the controller battery and the issue was resolved but both the controller and ins were depleted. It was reviewed to let the controller charge and then charge the ins and that a passive recharge cycle might be necessary. No further complications reported.